Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: not a sharp image a definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head had an e224 error code. The issue was identified after the procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
Health professional ¿ (blank) and occupation ¿ no information provided. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head had an e224 error code occur after treatment. The treatment was completed using a similar device. There were no reports of patient harm.